Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the suction tubing was pinched inside the machine. The tubing was rerouted.

Event description:
The hospital reported that suction was not operating as expected. There was no report of patient involvement.